Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during follow up, an increase in pacing lead impedance and high threshold were observed. Lead remains implanted.

Event description:
New information notes the lead was explanted. Insulation anomaly was noted under the suture sleeve area.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was received in two pieces. Analysis was normal for the returned portions. Without return of the entire lead, a complete analysis could not be performed.